Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the shoulder bolt was missing between the release latch and siderail post. He replaced the shoulder bolt to repair the stretcher.